Event description:
Nurse states md placed balloon dilator down olympus scope into esophagus for dilatation. Rn indicated pt had narrow esophagus & did not advance scope all the way down esophagus using bard inflation sys & recommended psi inflated balloon & balloon burst and md noted some bleeding & perforation. Pt was sent for surgical repair and admitted to intensive care unit.